Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the process pcb assembly. After replacing the process pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device was powering off during monitoring of a pt. The user was able to power the device on again and completed monitoring of the pt without incident.